Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00204.

Event description:
It was reported that the product was removed due to the patient's condition.

Manufacturer narrative:
An investigation was performed using a stereo microscope revealed surface damage. Further observation determined there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number was not identified; therefore, the device history records were not reviewed. The investigation results conclude that the root cause is patient related as no device issue was found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.